Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, and based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's complaint was unable to be confirmed. After a functional test of powering the unit on/off for more than 50 times, the problem could not be re-created. Additionally, the unit failed output power of bipolar autocoag which was lower than the limit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected prior to use. The reported issue occurred during therapeutic rectus fascia sling procedure. The intended procedure was completed using another device. There was a delay in the procedure to get a new device but no clinical impact on the patient. The procedure was completed without injury.

Event description:
The user facility reported that an e433 error code was displayed upon turning on the subject device. The subject device is a demonstration device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.